Event description:
Caller reported that tandem mobi pump battery would not charge. There was no reported impact to the customer¿s blood glucose level. Caller declined additional troubleshooting for this issue, as the pump is already being replaced for the malfunction.